Event description:
The hcp reported the pt had an increase in pain. The hcp performed a study and was unable to aspirate the catheter; a catheter kink/occlusion was suspected. During the pt's pump and catheter replacement surgery, no cerebrospinal fluid (csf) flow was noted when the catheter was disconnected from the pump, but after the distal portion of the catheter was cut, good csf flow was noted. The pt recovered without sequela. The pt's pump contained fentanyl (800 mg/ml) delivering 199.8 mg/day.